Event description:
It was reported that, on an unknown date, screws fell out of the synframe half ring. No case impact reported. This device did not contribute to a death or serious injury. No further information is available at this time. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.